Event description:
It was reported during a knee revision the skin stapler popped out of the incision when the surgeon cleaned the wound with a 4x4. They replaced the staples with the original skin stapler. The rn present in the case, stated it was her opinion the staples had difficulty and it was not user error. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the staple reportedly "popped out" during surgery. The instrument was returned in good physical condition. The instrument was fired into the test media and the staple form was conforming. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.